Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent posterolateral lumbar fusion surgery from l4-l5. Reportedly"the rhbmp-2 collagen sponge was placed outside a cage(i.e., in the posterolateral gutters)." Allegedly, the patient's"post-operative period has been marked by a period of improvement, followed by progressively worsening lower back pain and radiculopathy into her bilateral hips and down her legs"."radiographic imaging demonstrates bony overgrowth where rhbmp-2 was implanted, impacting the nerve roots and causing chronic arachnoiditis" reportedly, "patient continues to experience chronic and severe low back, hip and leg pain. Patient suffers from bladder and bowel issues".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.